Event description:
In april 2006 the lay user/reporter contacted lifescan (lfs) on behalf of the lay user/pt alleging that her one touch ultra meter was reading inaccurately high compared to feelings. The pt obtained a 383 mg/dl in april 2006, while feeling lethargic, incoherent, and unresponsive. According to the reporter, the patient normally would experience the symptoms with low blood glucose levels. The pt never lost consciousness. She was administered humulin r insulin based on the result and did not "feel any better" following the injection. The reporter took the patient to the hospital immediately, where she was kept in the lobby for 3 to 4 hours before seeing the on-call physician. While waiting, the pt was tested on the reported meter and a result of 180 mg/dl was obtained. A lab test was performed shortly thereafter and a result of 60 mg/dl was obtained from the lab test. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. She was treated with IV, glucose, and food. The patient refused to be admitted since she felt better following the treatment. The physician contacted the reported on april 4, 2006 and was advised that the patient's wbc count was high due to a possible bronchial infection. The reporter decided to test the patient following the phone call. A result of 313 mg/dl was obtained using the same vial of test strips. She was taken to her diabetic nurse educator due to the result. The nurse performed two consecutive control solution tests and both results fell above the specified range. The reporter mentioned that the test strips may have been older than the discard date on april 4th; however, she confirmed that the test strips were within expiration date. A control solution test was performed using a new vial of test strips and the result fell within specifications. The nurse advised the reported to discontinue using the reported vial of test strips.